Manufacturer narrative:
This follow-up MDR is created to document additional event information. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
Additional information received from the territory manager indicated that a malfunction occurred, as there appeared to be a break in the clear tubing located right above the pump. Additional information received from medical personnel indicated that the pump was difficult for the patient to pump after being implanted in 2015, so the patient asked the physician to leave the cylinders partially erect. A year after the implant, the patient was unable to cycle their implant altogether, and it appeared that the fluid had leaked out. CT of the abdomen revealed a decompressed reservoir on the right space of retzius. The device was explanted and replaced with another inflatable device.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a break in the cylinder tubing was observed, located near the strain relief. The device was explanted and replaced with another inflatable device.